Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 29 was verified. However, based on the analysis, the alleged fill estimate issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 29 - motor cart range low) occurred with multiple cartridges during the load process. In addition, it was reported that the customer's fill estimate was inaccurate and remained static after delivering approximately 80 units of insulin. Reportedly, the cartridge was filled with 300 units of insulin. Blood glucose level was 214 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.